Event description:
It was reported that prior to a surgical procedure on (B)(6)2010, there was a grinding noise when they tried to activate the device. The customer disconnected and reconnected the disposable handpiece and the problem persisted. A second motor drive unit was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling: conclusion: the actual device involved in this event was returned for eval. The eval found the cpc coupler and connector were misaligned not allowing the handpiece to connect. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.